Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1100 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the emergency room and insulin drip. Customer troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.